Event description:
The customer stated the magnesium quality control shifted on the architect c8000 analyzer with the use of a new lot of iron/magnesium (fe/mg) calibrator. The abbott customer service center (csc) instructed the customer to run known samples and check for a shift in pt results. The csc sent replacement calibrator to the customer. Upon receipt of the new lot of fe/mg calibrator, the customer stated they updated the calibration points, calibrated and ran quality control. All values recovered within acceptable limits. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.